Event description:
The customer observed a false nonreactive architect syphilis result for a 31 year old pregnant female patient. The patient has a 10 year history of syphilis and received penicillin treatment in another hospital during her pregnancy. The following data was provided (interpretation of results: <1.00 s/co is nonreactive): on (B)(6) 2023: elisa = positive, rpr = negative, tppa = positive. On (B)(6) 2023 initial result = 0.90 s/co. On (B)(6) 2023 initial result = 0.69 s/co, repeat = 0.73 s/co, elisa = positive, tppa result = positive, rpr result = negative, roche = 2.43 coi (positive), repeat on an alinity I (at another hospital) = 0.73 s/co. A sample was collected from the newborn: initial result = 1.14 s/co, repeat = 2.19 s/co, elisa = positive, rpr = negative, tppa = positive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Additionally, return sample analysis was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that lot 48323be01 performs as expected for this product. Ticket trending review did not identify any related trends regarding commonalities for the complaint lot. Device history review did not identify any non-conformances or deviations with lot 48323be01 and the complaint issue. In-house testing of lot 48323be00 (lot contains the same bulk material as 48323be01) was completed using panels which mimic patient samples. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Return sample analysis: the returned specimen (sample ID (B)(6)) was tested with the following results: architect syphilis tp (lot number 50319be01) = 0.77 s/co (non-reactive). Recomline treponema igm = negative. Recomline treponema igg = negative. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 48323be01 was identified.

Event description:
The customer observed a false nonreactive architect syphilis result for a 31 year old pregnant female patient. The patient has a 10 year history of syphilis and received penicillin treatment in another hospital during her pregnancy. The following data was provided (interpretation of results: <1.00 s/co is nonreactive): (B)(6) 2023: elisa = positive, rpr = negative, tppa = positive. (B)(6) 2023 initial result = 0.90 s/co. (B)(6) 2023 initial result = 0.69 s/co, repeat = 0.73 s/co, elisa = positive, tppa result = positive, rpr result = negative, roche = 2.43 coi (positive), repeat on an alinity I (at another hospital) = 0.73 s/co. A sample was collected from the newborn: initial result = 1.14 s/co, repeat = 2.19 s/co, elisa = positive, rpr = negative, tppa = positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-77 has a similar product distributed in the us, list number 8d06-31/-41.